Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the handle was closed as received and the shaft was separated from the handle, 5cm from nose cone. The device was disassembled so that the individual components and shafts could be inspected and measured. The retainer was detached from rack which indicates that the shafts were in a high tensile condition. The rack was extended and free to move; no rack damage observed. The retainer and rack appear to have been welded properly. Blue on thumbwheel teeth within 1 tooth of damage; the damage is within 1 tooth of blue discoloration which is associated with increased resistance in the system deploy. The rack did not appear to be damaged indicating that the thumbwheel was not a contributing factor. The following dimensions were measured: outer shaft od and ID, middle sheath od and ID, proximal inner od and bumper od, with all meeting specifications. The liner broke at liner port hole. The inner liner break at the laser port hole is an expected failure location under tensile load. No tip/distal liner section was returned. Clip was fully engaged as received. Handle housing pin top distal and behind thumbwheel were deformed. No damage to handle housing. Handle gap met requirements. Multiple outer and middle shaft kinks were identified. The middle shaft marker was round, not ovalized. Middle shaft was ovalized 90-140mm and 30cm from distal end. Outer shaft ovalized at the distal end region for last few cm. Silicone coating was evaluated using icp to detect the presence of silicone; silicone was detected in the distal stent region and the middle shaft. Additionally, manufacturing records support acceptable silicone application. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties and guide wire entrapment occurred. Vascular access was obtained via the right groin. The approximately 20cm and 100% occluded target lesion was located in the non tortuous and calcified left superficial femoral artery. The distal 12cm of the lesion was noted to be especially calcified. Pre-dilation was not performed. The 6x180x130 innova stent was advanced to the lesion. During deployment, at approximately 10-12cm when the pull grip had to be activated, tension was noted on the delivery system. The shaft could not be moved nor were they able to move the system on the stiff, non- hydrophilic, j- tip guide wire. Another physician assisted with completion of the deployment. The handle of the innova system was cut and the blue sheath of the device was then "peeled off" of the gray middle shaft to get access to the moveable part of the system and try to remove the stent. The stent stretched up into the aorta due to the force applied to remove the delivery system from the patient. The physician completed deployment by manually pulling the shaft. Everything had been removed resulting in loss of access to the vessel and secondary access was obtained below the occlusion via the left popliteal artery in order to restart the intervention. In the meantime the stent had taken back its "original design" in the proximal end and was then in the iliac artery, covering the profunda artery. The physician implanted 2 non bsc stents within the stretched innova stent. At procedure end the stent had stretched to approximately 27-30cm and while in its original intended location, it also was in a portion of the iliac artery. The outcome was noted to be "clinically ok" per the physician. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties and guide wire entrapment occurred. Vascular access was obtained via the right groin. The approximately 20cm and 100% occluded target lesion was located in the non tortuous and calcified left superficial femoral artery. The distal 12cm of the lesion was noted to be especially calcified. Pre-dilation was not performed. The 6x180x130 innova stent was advanced to the lesion. During deployment, at approximately 10-12cm when the pull grip had to be activated, tension was noted on the delivery system. The shaft could not be moved nor were they able to move the system on the stiff, non- hydrophilic, j- tip guide wire. Another physician assisted with completion of the deployment. The handle of the innova system was cut and the blue sheath of the device was then ¿peeled off¿ of the gray middle shaft to get access to the moveable part of the system and try to remove the stent. The stent stretched up into the aorta due to the force applied to remove the delivery system from the patient. The physician completed deployment by manually pulling the shaft. Everything had been removed resulting in loss of access to the vessel and secondary access was obtained below the occlusion via the left popliteal artery in order to restart the intervention. In the meantime the stent had taken back its "original design" in the proximal end and was then in the iliac artery, covering the profunda artery. The physician implanted 2 non bsc stents within the stretched innova stent. At procedure end the stent had stretched to approximately 27-30cm and while in its original intended location, it also was in a portion of the iliac artery. The outcome was noted to be ¿clinically ok¿ per the physician. There were no additional patient complications reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).